Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022. Patient subsequently developed an mrsa infection at the incision site. Infection caused erosion, allowing the implanted leads to be visible. A full system explant was performed on (B)(6) 2023.

Manufacturer narrative:
Review of applicable device history records did not identify any deviations or nonconformances that are likely to have contributed to the event. Infection is a known and inherent risk to any surgical procedure.